Manufacturer narrative:
Device not returned.

Event description:
It was reported that following an rf ablation procedure burns were found on the patient where the return electrode was placed. Additional detail around the event has not been provided.

Manufacturer narrative:
Additional information: executive summary updated. H3 other text: device not returned.

Event description:
It was reported that following an rf ablation procedure burns were found on the patient where the return electrode was placed. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.